Event description:
Per medwatch report copy sent to micrus apparently sent by the hospital and received at micrus on (B)(4) 2011: "doctor performed cerebral aneurysm coiling on pt with ruptured aneurysm. When attempting to place the last coil, which had difficulty fitting since the aneurysm was reaching maximum density, the physician changed coil to a smaller size. When trying to retrieve the coil back into the catheter, the coil became caught on other coils and after many attempts, the coil had stretched and unravel unto itself. The coil was snared in the blood vessel and most of the coil was recaptured."

Manufacturer narrative:
The product was not returned for eval. Without the return of the device, the exact root cause of the problem reported could not be determined. The mfg records for this lot were reviewed and did not reveal any relevant discrepancies, design or quality concern. A search of our field surveillance database yielded no other complaints of this type with this lot.